Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with a fever and underwent a wound debridement of an unhealing wound on (B)(6) 2021. The patient was also noted to have a hematoma on their right thigh.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The account reported that on (B)(6) 2021, the patient was found to have a large unhealing wound/hematoma on the right thigh and had reportedly experienced a fever for many days. The type of infection was unknown. The patient underwent a wound debridement on (B)(6) 2021, and the wound was healed. The patient was discharged on (B)(6) 2021. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding and infection (local, driveline, and pump pocket) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The infection was reported to be unrelated to the device; it was due to a wound on the patient's thigh that was not healing. The culture was negative, so the type of infection was unknown. The patient underwent wound debridement on (B)(6) 2021 and was treated with antibiotics. The wound healed and the patient was discharged on (B)(6) 2021.